Event description:
The customer reported that a (B)(6) old female pt experienced a 3rd degree burn (15cm x 30cm) on the right thigh area. The burn was reportedly not at the pad site. Upon discovery of the burn, the generator in use was replaced by another unit for the duration of the procedure. As a result of the burn, the pt had a skin graft with tissue taken from her leg. It was reported that the hospital had used clohexidine 2% (generic name) to scrub the pt prior to the procedure. Covidien (B)(6) has suggested that the burn may have been caused by the scrub solution used, which may not have been suitable for the purpose.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator, electrosurgical pencil and return electrode will not be returning for evaluation. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.